Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an air source fault; air source fault indicates the internal air source (blower) was not functioning properly. No patient involvement reported.

Manufacturer narrative:
Review of the device history log indicates the air source fault resulted in a vent inop condition; air valve liftoff failure. Device evaluation: the manufacturer's field service engineer confirmed the reported problem. Resolution and disposition: the manufacturer's field service engineer replaced the blower assembly to resolve this issue.

Manufacturer narrative:
The blower assembly test failed, bad hall effect sensors ha and hb generated the blower not to function. The reported complaint of vent inop 1012 was (B)(6).